Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had critical pump error and her delivery has been stopped. The customer¿s blood glucose level was 135 mg/dl. Customer felt her pump vibrating so she checked her pump and she saw that alarm. Troubleshooting was performed for pump error. Alarm did not clear by selecting ok . Explained alarm could be generated due to static. Advised the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.